Event description:
An attempt to advance was not successful as the stent would not cross the lesion. Everything was withdrawn and it was noted the stent was no longer on the balloon. The stent was located hanging out into the aorta. A decision was made to take the pt to surgery for CABG. The stent was surgically removed at this time.